Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.

Event description:
The customer reported (B)(6) results on one patient. The results provided were: on (B)(6) 2018, (B)(6); sample sent to (B)(6) for confirmation -(B)(6) / confirmed by neutralization (87%) and (B)(6). There was no reported impact to patient management.

Manufacturer narrative:
A review of tickets determined no additional complaints for lot 84040fn00 and there are no trends identified for the complaint issue. Return testing was not completed as returns were not available. Historical performance of architect anti-hbs assay was evaluated using world wide data from abbott link. The review determined that the median patient result for lot 84040fn00 for low protective samples (10 to 20 miu/ml) falls within 3sd of the established baseline, confirming no systemic issue for the lot. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling was found to adequately address the issue. The specificity of the architect anti-hbs assay is not 100%, therefore false protective (greater than 10 miu/ml) results may be obtained. Based on the investigation no product deficiency was identified for architect anti-hbs, lot 84040fn00.